Event description:
Pt performed back-to-back tests, using the suspect device, with results of 474 mg/dl and 591 mg/dl. Based on elevated results, pt reportedly phoned emergency medical services for assistance. Upon their arrival, - 15 minutes later, pt's blood glucose reportedly measured 88 mg/dl, on paramedics' blood glucose monitor. No treatment was received. Valid quality control testing had not been performed on the system. Tecnical support requested the return of the suspect product and replacement product was shipped.